Manufacturer narrative:
It was determined that certain components may be out of specification, which could cause or contribute to a malfunction of the device and its ability to distract. Device 2: lot #789804.

Event description:
Information provided states that the (2) iskd lengtheners implanted on (B)(6) 2009 stopped distracting. The lengtheners were removed from the pt on (B)(6) 2009.